Event description:
The physician used an rfg2 to treat a venous insufficiency in the gsv. The device was prepped as per the IFU with no issues identified. During the procedure, it was reported there was a burning smell coming from the generator. No moisture was found on the generator. No physical damage was noted to the device. The procedure was completed with the same generator. The generator is no longer functioning. No patient injury was reported and no additional treatment required.

Manufacturer narrative:
Correction: return date (B)(6) 2018. Product analysis: the rfg2 generator (software version 4.6.0) was returned for analysis. The device was received in good condition but the power supply was burned and the pc power ac kit was replaced. After replacing the power supply, the generator passed functional testing and visual inspection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.